Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 19jun2018 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified 25 colony forming unit(cfu) as comprising of the following 6 isolates: (B)(6) - positive rods - unidentified; (B)(6) - positive coccobacilli - microbacterium lacus; (B)(6) - positive cocci - staphylococcus epidermidis; (B)(6) - positive cocci - gemella haemolysans; (B)(6) - positive rods - streptococcus; (B)(6) - positive rods - actinomyces; study number: (B)(6). The longterm loaner duodenoscope was received by pentax medical for evaluation on 12jun2018. The duodenoscope was inspected by pentax medical service on 22jun2018 and found the following inspection findings: distal cap - fixed type passed epoxy seal integrity inspect; passed wet leak test; passed dry leak test; unit tested all function pass; suction tube mild resistance. The duodenoscope was delivered to the customer on 22jun2018.